Event description:
During use of the device for a non-clinical activity, the user reported, the occluder head would not remain in position and was unable to be tightened. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.